Manufacturer narrative:
This report is based on information provided by the global complaint handling system. The product was not returned; however, a picture was provided by the customer for analysis. The product in the picture appeared to have met the specification. The picture showed a pencil with an electrode inserted. The reported condition was not confirmed. The investigation found the pencil had the electrode inserted in it. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during chest thorascopy, the pencil became defective wherein the tip fell out. Analysis of the photo provided showed that the tip of the pencil was re-attached. There was no patient injury. There was no further information available.